Manufacturer narrative:
Device used for treatment, not diagnosis. No patient information reported. Literature citation: backes, manouk and et all. "Predicting loss of height in surgically treated displaced intra-articular fractures of the calcaneus" international orthopaedics (sicot) (2016) 40:513-518. This report is for unknown non-locking stainless steel calcaneal plate construct with 3.5 mm stainless steel screws. Part unknown; UDI unavailable. Implant/explant dates unknown. Device is unavailable for return. Part # is unknown, 510k is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, backes, manouk and et all. "Predicting loss of height in surgically treated displaced intra-articular fractures of the calcaneus" international orthopaedics (sicot) (2016) 40:513-518 netherlands article. A total of 262 patients with 276 calcaneal fractures over a 14-year study period from 2000-2014 were assessed for post operative outcomes for an open reduction and internal fixation (orif) of calcaneal repair surgery. Primary complication was the occurrence of a calcaneal collapse, defined as a postoperative decrease of - 10 degrees. The collapse occurred in 46 cases; a 17% rate. It was noted the collapse was associated with substance abuse and post-operative wound infection (powi). This is report 1 of 1 for (B)(4). This report is for unknown non-locking stainless steel calcaneal plate construct with 3.5 mm stainless steel screws.